Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was reported that erosion occurred. The health care provider (hcp) was going to explant the pump and catheter on (B)(6) 2014 due to the pump erosion in the pocket area. Cultures were done and were negative for an infection. The reporter was unsure of the event date. It was reported there was talk about aspirating the catheter access port prior to removal to make sure the drug was removed from the catheter and there was no chance of getting a bolus. The device system was used to deliver bupivacaine and morphine. It was further reported that the drug in the pump was morphine. It was unclear if bupivacaine was as well. The patient was kept overnight and converted to oral medications. The patient was currently doing fine and had been seen back in the office. At the time of report, there was no plan to re-implant the pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received clarified that both morphine and bupivacaine had been in the pump. The patient reportedly fell off a chair and sustained excoriation over the pump that did not heal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a replacement due to the elective replacement indicator (eri). It was noted there was no patient injury and the patient recovered without sequela. A rotor study and dye study were not performed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n180036005, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.